Event description:
The pt had swelling (thrombus) in the left arm. The catheter infusion set was placed in the basilic vein for infusion purposes. They did not fluoro after catheter tip occluder placement. The pt was sent to ICU for urokinase treatment. The following day, she had swelling in the neck and chest pains. Dye was injected and it was found the catheter tip occluder had went outside of the lumen vessel and was extravascular. The device was subsequently removed.